Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component had shorted resulting in the reported clinical observations. Following repair of the unit, this programmer operated as expected.

Event description:
Boston scientific received information that this programmer flashed and then the screen went black. Additional information obtained from the field representative indicates that the issue was not resolved and the unit was returned back to the laboratory. No adverse patient effects were reported.

Manufacturer narrative:
The device manufacture date for this product is july 10, 2006.

Event description:
--